Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an unspecified infectious disease after undergoing an unspecified surgery in which floseal was used. The cause of the event was not reported. It was not reported if there was any medical intervention. No further detail was provided regarding treatment, if hospitalization was required or the patient outcome. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.